Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (leaking gel) has been confirmed. Upon eval, the trunk cable connector was broken. The cause for the broken connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report the pt's electrode belt was leaking gel. The pt was provided with a replacement electrode belt and monitor.